Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the reservoir contains air bubbles in between the o rings. Customer's blood glucose was 450 mg/dl at the time of incident and 288mg/dl at the time of the call. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis. Customer declined to troubleshoot for high blood glucose and no further details were given.

Manufacturer narrative:
Analysis evaluated 3 random sealed reservoirs. Perform pre-fill test to reservoirs. No air bubbles were observed during analysis. The o-rings/stopper groove were checked for defects and none were found. No air bubbles.